Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reported that alternate insulin therapy was not available but declined follow up from tandem technical support to ensure alternate insulin therapy was obtained. Customer¿s blood glucose level was 126 mg/dl.